Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04034. It was reported that when the patient presented in-clinic for an atrial lead revision due to dislodgement, the outer insulation of the atrial lead was found to be fused with the right ventricular lead resulting in the explant of both leads. Both leads were explanted and replaced successfully. The patient was stable after the procedure.